Event description:
As reported for this event by the customer, during a therapeutic tonsillectomy, after the device was activated two to three times, the tip of the ptfe pad (teflon pad) was partially peeled from the upper jaw. The teflon pad was burned overall as well. The procedure was completed with a new device. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Full name of the facility is the (B)(6) university of korea, (B)(6) hospital. The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
Addendum feb 17, 2022: the doctor is experienced in the use of the device. It is not known when during the procedure the event occurred. The settings were seal and cut mode 1. There was no delay in the completion of the procedure.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The concomitant devices used in the procedure are not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was inspected and the event was confirmed; the tissue pad was severely worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported phenomenon occurred by the following mechanism: the ultrasonic output was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out, and partially torn. This event can be prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.